Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged and received the failed battery and low battery alarm and having the blank display. The customer¿s blood glucose level was 222 mg/dl. The customer reported that the insulin pump just shut off and so customer changed the battery and about a min or two after doing so the insulin pump was still blank and gave a weird buzzing should. There was a scratch on side of the battery compartment close to the battery cap. The troubleshooting was performed for damage, low battery and failed battery. The customer reported that the display was not returned after pump restart. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.